Manufacturer narrative:
The actual device was returned for evaluation. The motor device was evaluated and the reported condition that the device had a hole in the hose was confirmed. An assessment was performed and it was observed that the device had a hole in the hose, it runs in safety (power broken), and the red indicator was worn off the muffler. It was determined that the hole in hose was due to mishandling of the device by allowing the hose to come in contact with a sharp object which punctured the hose or exerting extreme force on the hose during cleaning or use. It was further determined that the cause of the power broken was failure to follow the directions for use and running the device in the safe or load position. The assignable root cause of this condition was determined to be due to user error. The red indicator was worn off the muffler was determined to be due to normal wear over time. A review of the service history record indicates that the device has not been serviced for a service condition that is relevant to the current reported condition. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Event description:
It was reported that during pre-surgery testing it was observed that the motor device had a hole in the hose. During in-house engineering evaluation it was determined that the device runs in safety (power broken) and the red indicator was worn off the muffler. This event did not occur during surgery. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.